Event description:
It was reported that the patient complained of abdominal pain, the sample was removed after 478 days of placement. The removed sample showed the bent outer edge and adhesion.

Manufacturer narrative:
The subject product has been received and examined. The patch was found to be deformed and curling toward the eptfe side of the patch around the outer edges of the patch. The deformation of the patch resulted in the recoil ring to have a curved type of bend. Further evaluation indicated that all of the patch components appear to be intact. There were no observing device related issues, that would contribute to the patch becoming deformed. We are unable to determine what caused the patch to become deformed. There is also no way for us to determine what, if any part, the patch becoming deformed may have played in the patient's abdominal pain. Adhesions are a known possible complication of hernia repair using a prosthetic. In the adverse reactions section of the instructions for use for this product states: possible complications include seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, and recurrence of hernia or soft tissue defect. We will submit a follow up report when/if product additional information becomes available.